Event description:
It was reported that there was expired product. It was noted that the device was not used within the patient. There was no patient death or injury. Device was never turned on in the patient. The product being expired was noticed during the implant. It was noted that the product did touch the patient.

Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was peripheral nerve stimulation. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).